Manufacturer narrative:
This is an addendum to the initial MDR to report that the patient has undergone explant of the mesh. Additional details have been requested. The results of this investigation remain inconclusive, if / when the additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the initial MDR to report that on (B)(6) 2017 the patient underwent explant of the bard flat mesh.

Manufacturer narrative:
Multiple attempts have been made to contact the patient to request additional information, to date we have not received a response. Based on the information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient was implanted with a bard flat mesh during a hernia repair procedure. It is alleged that the patient is experiencing post surgical health concerns that the contact associates to the bard device. These concerns include an abnormal ultrasound, dilated pancreas and bile duct, nerve damage, abdominal pain, pain at the surgical site, chronic diarrhea, nausea, vomiting, aches, chills, swollen lymph nodes, rash, heartburn, indigestion, a change to the color of the lining of the stomach, night sweats and insomnia. It is reported that the patient will need to undergo additional surgery.